Event description:
It was reported that there was oversensing on the right ventricular (rv) lead. It was also noted that the lead has been programmed tip to coil since implant due to small r-waves in the tip to ring vector. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.